Manufacturer narrative:
Initial reporter phone: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the patients father that his son, the one who has used these bd autoshield¿ duo safety pen needle products for more than two years stated when removing the protective seal the needle "broke down. Left the mechanism, separating the shield, needle and the hub. Several events occurred with the same box however, it is the first time that it has occurred after two years using this product. The father reports no needle stick injuries, serious injuries, medical intervention noted.

Manufacturer narrative:
Investigation summary: 190 sealed and 11 opened 30g x 5mm asd samples were returned from lot. No. 6068741, cat. No. 329605. Visual examination was carried out on 11 opened samples and it was observed that the non patient end shield and spring were separated from the hub on eleven opened samples. Visual examination was also carried out on 20 sealed samples and no issues were observed. Visual examination was carried out on 11 opened samples and it was observed that the non patient end shield and spring were separated from the hub on eleven opened samples. Visual examination was also carried out on 20 sealed samples and no issues were observed. A lot history review was carried out and no related non-conformances were raised in association with this packaged lot, concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: the cause of this issue is that the non patient shield fingers did not lock against the hub fingers due to the force of the non patient end spring against the non patient end shield.